Event description:
Pt undergoing MRI lumbar spine exam on ge 1.5t excite while wearing resonance technologies cinema goggles complained after exam of heating to the face at point of contact with goggles. On follow up the next day, pt stated tiny blisters had formed on forehead.